Event description:
It was reported that this brady lead was explanted due to dislodgement. The physician decided to use a new lead with different model instead of using the same lead. No additional adverse patient effects were reported.